Event description:
It was reported to target that during a "tae" procedure the taper-16 guidewire got stretched while inside a catheter. The event had no impact to the pt. Upon inspection of the returned device on 6/10/98 it was discovered that the core wire had separated from the guidewire tip making this a MDR.